Event description:
It was noted that the implantable neurostimulator (ins) was implanted post use by date.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v003391, implanted: (B)(6) 2006, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).